Event description:
It was reported that this patient had fallen on this subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently, there was noise and oversensing in all three sensing vectors. This resulted in inappropriate shocks being delivered. Tachycardia therapy was turned off in clinic because the patient's ejection fraction (ef) had normalized and it was no longer required. It was noted that x-rays were taken and looked normal. No additional adverse patient effects were reported. This s-ICD remains in service.